Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple high blood glucose (bg) occurrences. The customer's blood glucose levels were 332-500 mg/dl. The customer was unsure of the cause of the bg levels. The contact delivered correction boluses and a manual injection to address blood glucose levels. During troubleshooting with tandem technical support it was identified that there was an air bubble gap. Tandem technical support recommended to prime the tubing. The contact indicated that the customer would use manual injections and an alternate insulin to lower blood glucose before reverting back to the pump.